Event description:
The law firm representing the facility informed baxter of a pt death associated with the use of a colleague pump. The pt reportedly expired after being taken to the emergency room where an IV was set up and started. It was reported that the cause of death was due to an air embolism. The facility's risk manager stated the facility could not release any info regarding the reported event.